Manufacturer narrative:
Concomitant products: product ID 37712, serial # (B)(4), implanted: (B)(6) 2008, product type implantable neurostimulator; product ID 3776-60, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 3776-60, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 97714, serial # (B)(4), product type implantable neurostimulator.

Event description:
The manufacturer representative reported that an implantable neurostimulator (ins) was being replaced as it was expected, normal battery depletion. Initially, when testing the new ins, there were three out of range. The leads were wiped off; then all electrodes, 8-15 were out of range. They tried switching leads; then all of the pairs were. When tested with a multi-lead trialing cable (mltc), all pairs were normal range. They tested up to 3volts and were getting high impedance values, some greater than 40,000. The impedances were greater than 40,000 ohms after multiple tries. They had tried taking the leads out and placing them back in as well as suctioning, but did not resolve the issue. They tried a new ins. Impedances for 0/1 were 31,000 ohms, and 8-15 were under 1000, except for one electrode. With electrode 1 as reference, values were around 31,000 ohms with all pairs. When the leads were switched, the high impedances followed the leads. The lead and extension position were switched in the ins ports, and the elevated impedance followed the lead. This was not seen when testing was done with the screening cable/ external neurostimulator (ens). They had taken the leads out and placed them back a couple of times, used suction, and tested the leads using the mltc. They took the leads out one more time and placing them back and then were able to get in range impedances. All was resolved. The patient was doing great with great coverage. No symptoms were reported. Indication for use included post lumbar laminectomy syndrome.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.